Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the toggling of the device was not smooth on some of the reloads. Some would work fine with no issues and others would be difficult to toggle. On two of the reloads, the stitch popped off the reloads as well. The reloads and device were continued to be used. There was no patient injury.